Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/22/2018. Device returned to manufacturer? Yes. The sample was returned to the manufacturer. Visual and stereomicroscope inspection were performed. There were no fibrous materials found inside the healon solution, including under the aluminum capsule. No issue identified on returned and retain sample. Therefore, the reported complaint was not confirmed. Visual inspection on retained samples for lot# uc31850 was performed (B)(6) 2018. Thirty-five (35) samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. There were no visible defects on the product box. The printing on the carton and labels were correct. No product deficiency was found on retain samples. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were reported on current batch. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This is not an implantable device. (B)(6). Device evaluation: the complaint sample was returned at the manufacturing site for evaluation. The product consisted of the activated cylinder (containing approximately 0.35 ml of remaining solution), the cylinder holder, the plunger rod (attached at the backside of the blue rubber plunger), and the customer¿s cannula with protection sheath (attached to the cannula mount on the holder). Visual and stereomicroscope inspection was performed. There were no abnormality/non-conformities observed in the remaining solution. No fibrous material inside the remaining healon solution, including under the aluminum capsule, was observed. Therefore, the customer¿s reported complaint could not be confirmed. Retained product evaluation: visual inspection on the retained products was performed. A 35 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution were clear and colorless. All components were included in the products and were without defects. No visible defects on the product boxes. The printing on the carton and labels is correct. Product deficiency was not found on the retain samples. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints on this lot have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery a black fiberous material was found within the viscoelastic healon in the patient's eye. Reportedly, the foreign material was removed during the same operation. No patient injury was reported. No further information was provided.